Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and the patient experienced cardiac tamponde that required pericardiocentesis and prolonged hospitalization. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and the patient experienced cardiac tamponde that required pericardiocentesis and prolonged hospitalization. The patient had frequent pvc's (premature ventricular contractions). The physician put up a josephson quad, soundstar® catheter, sr-0 long sheath and qdot micro¿ catheter. The physician used cartosound to assess the ventricle and look at the cardiac structures and proceeded to map with the qdot micro¿ catheter. They created their shell and were trying to navigate the catheter to the rvot (right ventricular outflow tract) to map the pvc's (premature ventricular contraction) and noted they were having difficulty maneuvering the catheter to get to the rvot. They noticed on the map the physician was struggling, and the contact force values rose quickly to about 50 grams and they notified the physician that the force was getting high as soon as they noticed it. The physician immediately retracted the catheter back. The physician carefully proceeded to get the catheter out where they wanted it and mapped for a few minutes longer and decided to check intracardiac echocardiography (ice) to make sure there was no perforation. A pericardial effusion was noticed, and at this point, the physician called for a transthoracic ultrasound and had the anesthesiologists run more frequent blood pressure checks. As they continued to monitor, they noticed the patient's blood pressure drop, and a pericardiocentesis was performed (assisted by the interventional cardiology team), and 200ccs of blood was drained and auto-transfused back into the patient. The patient remained stable throughout the process and was transferred to a unit bed for observation overnight and was discharged over the weekend. The patient fully recovered; however, required extended hospitalization. The biosense webster inc. (Bwi) products in the body during the case were a soundstar® catheter and a qdot micro¿ catheter. The reporter stated that no ablations were completed. The physician's opinion on the cause of the adverse event was that it was likely due to momentary high contact force at ablation catheter tip during mapping. No transseptal punctures were performed.